Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a deformation, wear abrasion, and creases. A weight test of the device was performed and verified the device was within specification. Clouds were observed in the gel after autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right-side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 15/oct/2018. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade IV . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side capsular contracture baker grade IV. The device has been explanted.